Event description:
The customer alleged that she performed a control test and received a result of 300 mg/dl. The normal control range was not provided, but should be around 105-145 mg/dl. No adverse events were alleged. The customer was not at home, so she was unable to troubleshoot during the call. No product will be returned.